Manufacturer narrative:
On april 6, 2021 mentor became aware that the initial submission mistakenly reported that the device "to be returned." Manufacturer¿s reference number: (B)(4). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 500cc silicone prosthesis experienced spontaneous right sided rupture, and ptosis post procedure. The physical examination confirmed the rupture. As a result, patient underwent bilateral replacements with allergan gel devices on (B)(6) 2020.